Event description:
It was reported that a 58-year-old female who had a 550cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. As a result, explant was performed on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 13, 2022 mentor received additional information and initial awareness of the right sided rupture. On july 19, 2022 mentor received additional information and initial awareness of the generalized illness. Infection, being ill, unspecified health problems, blurry eyes, dysfunctional arms, difficulty walking, and pain were noted. As a result, replacement with mentor memory gel boost breast implants was performed on (B)(6) 2022. This report relates to the left prosthesis. See 1645337-2022-08974 for contralateral prosthesis report. Reason for device explant and/or reoperation: generalized illness/capsular contracture the investigation of the returned device was completed by the failure analysis lab on july 13, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2022. In addition to the symptoms and issues reported previously. The patient also experienced painful breast deformity on an unspecified side, inverted depression deformity of the inferior areola, and a left breast seroma found intraoperatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary was updated on october 5, 2022. Updated device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).